Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that a lead integrity alert (lia)was triggered on the right ventricular (rv) lead due to high frequency episodes and short v-v intervals. The lead also had high thresholds. The lead was capped and an attempt was made to replace the lead but the vein was occluded so they will try again from the right side. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated the right ventricular lead integrity alert. Lia, rv lead integrity alert warning for 2 or more non sustained episodes less than 220 milliseconds (ms) and increased sic count on (B)(6) 2014. Since (B)(6) 2014 sensing integrity counts went up to 129 along with episodes showing evidence of oversensing between (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.